Event description:
Post procedure of a percutaneous coronary intervention, the patient developed severe hypotension (50 in diastolic) an hour later after being back in her hospital bed. She underwent CT due to suspected retroperitoneal hemorrhage. CT showed massive hemorrhage from puncture site to retroperitoneum. Six hours an angiogram was performed but bleeding from the puncture site was not observed. The patient was treated with blood transfusion. After that, vital signs became stable and bleeding stopped. The patient recovered well and will be discharged in a couple of days. Blood pressure immediately after the procedure and before the bleeding was 178/89. At the time of the procedure, a 7f exoseal with an 11cm medikit sheath was used for hemostasis of the right common femoral artery. The device was used according to the IFU without any problem. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient was anticoagulated. The procedure was finished successfully. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: approximately one hour post deployment of an exoseal vcd for vascular closure, the patient developed severe hypotension (50 in diastolic). A CT showed massive hemorrhage from puncture site to retroperitoneum. An angiogram performed six hours later did not show signs of bleeding. The patient was treated with blood transfusion and vital signs stabilized. Blood pressure immediately after the procedure and before the bleeding was 178/89. Discharge occurred two days later. At the time of the procedure, a 7f exoseal with an 11cm medikit sheath was used for hemostasis of the right common femoral artery. The device was used according to the IFU without any problem. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient was anticoagulated. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient, pharmaceutical and/or procedural factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.